Event description:
A malfunction was reported on a pump, but no notable events occurred before the issue, and there was no adverse impact on the customer's blood glucose level. The malfunction code, which was resettable, did not recur after the pump was reset with assistance from technical support. The customer was informed that they could continue using the pump and advised to contact support if the malfunction code appeared again, which the customer acknowledged and understood.